Manufacturer narrative:
Concomitant medical devices: 694765 lead, implanted: (B)(6) 2010, 419488 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and resulted in loss of cardiac resynchronization therapy (crt) pacing. The lead remains in use. No patient complications have been reported as a result of this event.